Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2208-50 serial #: (B)(4), description: st linear lead 50cm.

Event description:
A report was received that the patient was having pain at the pocket site and had been charging the ipg frequently. The physician suspected that the lead was coming out of the battery and sent the patient for an x-ray examination. The patient will undergo a revision procedure.